Manufacturer narrative:
It was reported that a (B)(4) failure occurred. A DHR review and a complaint history review was performed and did identify 1 similar complaint within the past 6 months for the same device. Analysis of data logs determined that the cause of the failure is a known design defect. (B)(4).

Event description:
(B)(4) softwares failed while attempting to load post-op CT. When radiology technicians attempted to push postop CT to (B)(4) via ethernet cord before (B)(4) software was fully launched, windows error message appeared on screen. Then (B)(4) software was frozen in exam manager mode before (B)(4) shutdown. Patient was anesthetized, incisions were made, no clinical consequences, estimated time lost was minutes for software re-start.